Event description:
It was reported the patient's blood glucose level rose around 300-350 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly was coming loose from the infusion site (hip/buttocks), causing the cannula to dislodge. As treatment, the patient placed a new pod and used a pen injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula.